Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported a piece of trocar cannula broke off inside pt at end of surgery. Two add'l trocars were inserted to retrieve the piece and complete the surgery. There was no consequence to the pt.